Event description:
Boston scientific received information that during a follow-up, it appeared that this implantable cardioverter defibrillator (ICD) had two episodes with inadequate therapy. One episode was treated with three anti-tachycardia pacing (atp) and the other episode had two atp and one shock. Programming changes were made, and it is not known what the programmed settings were during these two episodes. No external shock was needed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received regarding this issue. It was reported from the field that during the episodes where inadequate (i.e. Inappropriate) therapy was delivered, the device correctly detected a correlated rhythm in the first ventricular tachycardia (vt) therapy zone (vt-1). The rhythm accelerated into the vt therapy zone, and a shock was delivered. Since rhythm ID had been programmed on in the vt zone, it was believed that rhythm ID had stopped working as it should to discriminate between svt and true vt. A printout of programmed settings and a save to disk was sent to boston scientific technical services (ts) for review. The printout showed that the vt-1 therapy zone had been programmed to monitor only. With this setting, if a rhythm is detected in the vt-1 zone and accelerates into the vt therapy zone, the device will begin a re-detection period, and during that period, rhythm detection enhancements will not be applied. In the vt therapy zone, a shock will be delivered if the arrhythmia is sustained. The episodes contained in the save to disk showed that this was what happened. No further information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.